Event description:
It was reported that during the implant procedure it was noted that the left ventricular (lv) lead had very high thresholds and it was determined that the lead had moved. The device was disconnected to reposition the lead. When the physician went to reconnect the lead, the device's set screw was missing. A new device was connected and all measurements were acceptable. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The device was returned. Analysis was performed and no anomalies were found. (B)(4).